Event description:
Elevated rv threshold for the (B)(6)lead. It has always been on the higher side but is now above 2.5v/.4ms and increased outputs to 5v/1ms. Current programming at today's in clinic check was bipolar pace/sense. Hcp noted that the rv ttc pacing threshold was slightly lower than the bipolar pacing threshold. Caller programmed pacing to ttc and at future visit will adjust the sensing configuration to ttc to correlate with the type of lead. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).